Manufacturer narrative:
The product was not returned and the reported event could not be verified. Based on the evaluation, device malfunction could not be verified. Additionally, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or actionable trends for the reported event or device. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimmer biomet. DHR review and complaint history review cannot be completed for the unknown screw without relevant lot/item number. Functional testing could not be performed since the product was not returned. Therefore, the reported event could not be recreated. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text: no item or lot number provided.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the abutment screw became loose and had to be removed.tooth #30.